Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2018, fse was at customer's site and customer reported intermittently x 1 axis error on instrument. Fse inspected instrument and found the cup / tube detection lever sticky. Fse cleaned sensor on lever with alcohol and then dropped a drop of triflow on each sensor. Fse also lubricated the x1 & x2 bearings and ran 4 racks of samples without errors. Fse completed quality control successfully, and results were within expected range. The g8 instrument is performing as expected. No further assistance required from fse. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 26jan2017 through 26feb2018. There were three (3) similar complaints identified during the searched period, which includes this event. A 708 x1-axis error. The g8 operator's manual under chapter 6 - troubleshooting, indicates that 708 x1 axis error message is generated when an operation error occurs with the x1 axis. The operator is instructed to inspect the x1 axis. The most probable cause of the reported event was due to sticky tube / cup detector lever

Event description:
On (B)(6) 2018, customer reported getting error message 708 x1 axis error on the g8 instrument. Per customer, the reported error occurred before and will like onsite service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.